Event description:
It was reported that, during total hip replacement, an r3 depth gauge broke outside the patient. Surgery was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem. No pieces fell into the patient.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The stated failure mode was confirmed through a visual inspection of the returned r3 depth gauge has fractured into two pieces. Only one piece was returned for evaluation. This instrument exhibits signs of significant use and wear. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during total hip replacement, an r3 depth gauge broke. It is unspecified if this happened inside, or outside the patient. It is unknown how surgery was completed. No delay and no injury reported.